Event description:
The customer reported no image only static lines visible during basic cysto case procedure involving an olympus autoclavable camera head. The procedure was completed with a similar back-up device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.